Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 alarm. Due to moisture damage and the pump being able to pass the verification screen. The original complaint was unable to be adequately investigated.